Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them in loading a new cartridge, but the alarm recurred, so it was decided to replace the pump. The customer does not have a backup therapy and will contact their healthcare provider.